Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd881417 and gd880781 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse from the USA of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, a nurse reported that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment for the peritonitis was not reported. On (B)(6) 2011, the patient was recovering and discharged from the hospital. Dianeal therapy was ongoing. Per the nurse, the peritonitis was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted